Event description:
The customer reported the insulin pump being stuck in the rewind loop. The customer reported not having used the insulin pump for 3 months, putting a battery in, and then the device became stuck. The customer was assisted in clearing the loop. During troubleshooting the customer reported a121, and a117, and aa47 alarms. The customer's reported blood glucose value was 229 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.